Event description:
It was reported that during service and repair pre-testing, it was observed that the recon sagittal saw device had a sticky trigger. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. An assessment was performed and it was discovered that the trigger and the magnetic support were damaged. It was determined that this type of damage was due to the device being dropped or improper handling. The assignable root cause was determined to be component damage due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.